Event description:
The customer reported that the probe dripped on top of the centrifuge cover and the dilution cup overflowed on the ortho provue analyzer. The customer aborted testing and discontinued the use of the instrument. No erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatable blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer went to the customer site replaced the bent probe and wash station. The fe performed the appropriate adjustments to return the instrument to expected operation. This customer has not logged any complaints against this analyzer this incident. (B) (4).